Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 17634067/16725131/16890318/17634067. Product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 16800003/16617651.

Event description:
It was reported that the patient developed an infection. All device components were explanted and will not be returned. No further information has been obtained despite good faith efforts.